Event description:
Terumo medical corporation received the following reported information: during priming the oxygenator before surgery, the perfusionist found the port was pinched. The event occurred pre-treatment; therefore, there was no patient involved or harmed.

Manufacturer narrative:
A1: patient identifier: no patient involvement . A2: age & date of birth: no patient involvement . A3: patient sex: no patient involvement . A4: weight: no patient involvement . A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E1: initial reporter name: unknown . E2: health professional: unknown. E3: occupation: unknown. G4: 510(k) no.: k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found that: it was confirmed that the blood inlet port of the oxygenator was deformed. No anomaly such as damage was found in other parts. The blue cap attached to the blood inlet port was not returned. Appearance confirmation of the deformed part of the actual device: it was found that the blood inlet port was deformed from the outside toward the inside. Appearance confirmation of the returned packaging: marks of tearing or contact with something were found at the part where the blood inlet port is located. Simulation test: as a result of applying impact load to the blood inlet port of the factory-retained product, it was recognized it became deformed as observed on the actual device the manufacturing record and the shipping inspection record of the actual device found no anomaly. No similar complaint was received. Based on the investigation results, it was observed that the blood inlet port of the actual device was deformed. Based on the simulation test results, it was thought that deformation was caused by some load being applied to the inlet port as the cause of this incident. In the manufacturing process, after 100% visual inspection of the product is performed, the blue cap is installed. Regarding the timing of the impact load being applied, since contact marks were observed in the packaging, it was inferred that some impact load was applied unexpectedly to the actual device during distribution or storage after packaging. However, it was not possible to clarify the exact timing from the condition of the actual device. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device."